Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor head exhibited signs of repeated use (nicked/gouged) and was fractured. The device history records were reviewed and no discrepancies relevant to the reported event were identified. As the instrument had been in the field for approximately eight (8) years and exhibited signs of repeated use, the root cause is attributed to wear and aging of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tibial impactor head broke during impaction. No adverse events were reported as a result of this malfunction.